Event description:
The patient presented with pocket decubitus due to an infection at the implant site. Device erosion was observed. A system explant is anticipated. The patient is stable.

Event description:
Additional information was received that the system was explanted and replaced to resolve the event.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.